Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "iabp balloon leak. Balloon was deaired and taken out. Insertion was smooth. Blood was noticed in the gas line. Hence the balloon was retreived". Additional informaiton states that another iab catheter was used to complete the procedure. The second iab catheter was inserted into the same insertion site. No patient injury or consequence reported. The patient's current condition was reported as "fine".

Event description:
It was reported "iabp balloon leak. Balloon was de-aired and taken out. Insertion was smooth. Blood was noticed in the gas line. Hence the balloon was retrieved". Additional information states that another iab catheter was used to complete the procedure. The second iab catheter was inserted into the same insertion site. No patient injury or consequence reported. The patient's current condition was reported as "fine".

Manufacturer narrative:
Qn# (B)(4). Returned for investigation was a 40cc 8.0fr rediguard intra-aortic balloon catheter (iabc) with the original packaging box that matches the serial number of the returned sample. The sample was returned in a cardboard box and was loosely packed within original packaging carton/ziploc bag. Upon return, the one-way valve was tethered to the short driveline tubing. The bladder was fully un-wrapped. Dried blood was noted on the exterior surfaces of the returned sample; no obvious blood was noted within the helium pathway. No visual damage or abnormalities were noted to the returned sample. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute according to quality system document. The iabc central lumen was as-pirated and flushed using a 60cc lab-inventory syringe. Some blood exited. The iabc was leak test-ed in accordance with testing methods from manufacturing procedure. No leaks were detected. Full inflation was achieved. The device passed the leak test. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. No resistance was noted; the guidewire was able to advance through the central lumen. Blood noted on the guidewire upon removal. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for "blood was noticed in the gas line" is not confirmed. During the investigation, the returned iabc bladder was fully intact with no abnormalities noted. No leak was detected during the functional testing. The returned device passed visual and functional test specifications. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported "iabp balloon leak. Balloon was deaired and taken out. Insertion was smooth. Blood was noticed in the gas line. Hence the balloon was retreived". Additional informaiton states that another iab catheter was used to complete the procedure. The second iab catheter was inserted into the same insertion site. No patient injury or consequence reported. The patient's current condition was reported as "fine".